Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex to posterior descending left circumflex artery. The 12mm x 2.25mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however the balloon ruptured at 6 atmospheres on the third inflation. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).